Manufacturer narrative:
One device was received for evaluation. The returned product did not meet specification as received. Visual inspection found part of the blue coating on the jaws was melted, no bare metal was noted. All pieces appeared to still be attached. The device was heavily used. The clear insulation was damaged. The customer reported that after the procedure, the blue piece at the tip of the device was melted. The reported condition was confirmed. The investigation found part of the blue coating on the jaws was melted. The device was heavily used. Activating the monopolar function for an extended period of time when tissue is within or contacting the side of the jaws can cause energy to flow through an alternate path other than the monopolar tip and melt the insulation. The clear insulation also shows signs of damage from rough use or improper handling through a trocar. The investigation identified the root cause of the reported event to be user error. The instructions for use states: keep the electrode clean and free of all debris. This will reduce the need for additional energy, decrease thermal spread, and minimize increases in jaw temperature that may damage jaw insulation. Do not activate the monopolar tip while grasping tissue in the jaws. Doing so will result in unintended burns and may result in the jaws retaining excessive heat which may damage jaw insulation. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that after the procedure, the blue piece at the tip of the device was melted. No piece of the device detached during the procedure. No patient injury occurred or medical intervention was required. Examination of the received device found the clear insulation was damaged, causing the device to fail hipot testing.